Event description:
It was reported that a 1st stage revision of a genesis ii tkr from 2004 was performed. It was revised due to infection. Early this year, the knee was washed out, and the polyethylene was revised in an attempt to clear the infection. This was ultimately unsuccessful. Original op notes are not available, so lot numbers etc are unavailable.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.